Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed .

Event description:
On (B)(6) 2019, the senseonics was made aware that the sensor has to be removed due to early sensor retirement.